Event description:
It was reported that pt had MRI and blood tests. Doctor said there was mechanical corrosion and pt requires a revision. Pt has pain and had physical therapy which did not work. It was further reported by the sales rep, mechanically assisted crevice corrosion right hip modular stryker rejuvenate femoral component with adverse secondary local soft tissue reaction - psuedotumor.

Manufacturer narrative:
The pt is (B)(6). The pt requested to keep the reported device. A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR# 2249697-2012-01685.